Event description:
Upon turning patient, noticed blood backing up into tubing. Found stopcocks that are screwed together leaking not due to them not being tightened. Product changed to a prefabbed stop-cock assemble product. No further incident from new stopcock.no patient injury.the luer fittings were cracked.